Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture and capsule. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is rupture.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold. A microscopic analysis was performed which identify crease sharp in the anterior side also have stress marks around the opening. Based on the device analysis the final assessment is: a sharp crease on the anterior side due to a fold flaw opening.

Event description:
Patient reported a right side rupture and capsule. Health professional reported a capsular contracture, baker grade ii. The device has been explanted.